Event description:
The lead was explanted due to a suspected j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular/superior. Technique/tools: intravascular counter traction. No complications.